Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert triggered due a zero impedance measurement on the right atrial (ra) lead. In addition, there was no data shown for p-waves, and the electrograms showed no signal. Reprogramming was performed, and the ra lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the initial ra lead zero ohms impedance measurement was noted during a implantable cardioverter defibrillator (ICD) change out procedure. A normal ra impedance measurement was obtained during the implant procedure. One day post implant the ra lead exhibited low impedance, which has continued. The ICD failed to emit an audible alert tone for the out of range impedance until several days later. It was also noted that the ICD was not displaying any measurements for the ra lead impedance, p-wave amplitude, and threshold since implant. The ICD and ra lead remain in use.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.